Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is rupture. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side "solid nodule" and rupture. The device remains implanted.

Manufacturer narrative:
A review of the further investigation has been initiated. If any new, changed, or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Capsular contracture, baker grade IV, and cyst were later reported. A capsulectomy was performed and the device has been explanted. Upon explant, ¿follicular chronic mastitis" and "congestive skin" was observed.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: deformation and was observed after autoclave cycle: air voids between shell and gel. A weight test of the explanted material was verified and it was within specification. Based on the device analysis the final assessment is: no other observations found related with the complaint reported by the physician.

Event description:
Additionally, the physician reported that there is no rupture and clarified that the bilateral capsular contracture have baker grade IV¿. Per email from distributor representative who attended explant surgery, it was additionally reported that there are no rupture on the implants, "however there are large capsular formations [on both sides]. Even the left side capsular was obstructing the implant from being explanted."